Manufacturer narrative:
Based on information provided, this report is being filed due to possible use error. On the initial dressing change, the dressing was not completely removed from the wound, and on two subsequent dressing changes, the dressing was observed, and left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Additional information: when asked how the healthcare practitioner regards the role of the kci product in the alleged event, (B)(6) hospital reported: "no relationship between the use of a kci product and the event." This conclusion is supported by "fully documented evidence from the clinical team held by the trust." When asked if evidence exists to support 'use error' in the alleged event, (B)(6) hospital stated: "identified that training of hcp [health care provider] needs to improve to highlight count in and out of foam." Device labeling states: dressing changes wounds being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c. White foam or non-adherent material underneath the v.a.c. Granufoam dressing to help minimize the potential for bleeding at dressing removal in these patients. Dressing identifier not provided.

Event description:
On jul 13 2016, the following information was reported to kci: a patient had to return to the theatre for removal of v.a.c. Foam dressing. It was noted that therapy had been in situ for approximately 107 hours prior to its removal. The patient reportedly had a "t" shaped wound. A dressing alleged to be v.a.c. Black foam dressing was inserted into the midline wound and two dressings were placed on either side of the midline dressing in order to fill the transverse wound. The midline dressing was removed without difficulty but the two dressings in the transverse wound were not seen at the time and were left in place. The patient was discharged without v.a.c. Therapy for 5 days at which time the "tips of the black foam had started to emerge at the corners of the transverse wound." Approximately three to four days after v.a.c. Therapy was applied, the foam dressings were allegedly "more prominent." On jul 19 2016, the following information was reported to kci: v.a.c. Therapy was first applied on (B)(6) 2016 post operative an unknown surgical procedure. The patient was discharged to community. The community transferred from kci v.a.c. Therapy to a competitive unit. On (B)(6) 2016, only one piece of foam was removed, and two pieces were left in the patient and no liner was used. On (B)(6) 2016, the district nurse "noticed" foam protruding from the wound and thought it was absorbable and left the dressing in situ. On (B)(6) 2016, the wound was again observed and foam "flaked away" and was again left in situ. On (B)(6) 2016, a nurse consulted with a tissue viability nurse. On (B)(6) 2016, the nurse reviewed the wound and admitted the patient to the hospital, where the hospital unsuccessfully attempted to remove the dressing. On (B)(6) 2016, the patient was sent to the theatre for foam removal via surgical debridement. The hospital did not provide the dressing lot number. Therefore a device history review could not be performed.